Event description:
The user facility reported during an for urgent aortic dissection with cx fx15 blood pressure suddenly decreased; a left thoracic, partial cardiopulmonary bypass was being conducted; arterial and venous catheters were inserted into the patient; venous return was not successful; this was addressed by suctioning using a sucker cannula; the sucker was clogged at the earlier stage of its introduction and it was removed and the tubing was connected directly with the patient; while running three suctioning pumps for one hour the inner pressure in the reservoir turned positive and the cap applied to the quick prime port was blown off; while the ecc was supported with pcps, the oxygenator was replaced with a new cx fx15; blood loss estimated at 900ml due to change out of device; the operation was completed without further pressure increase; the patient was bought to the facility in very serious condition; the patient expired; and there was no causality between the patient's death and the product in question.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection confirmed that there were no anomalies in the appearance of the reservoir housing. There was no visible anomaly or damage on the housing. The cap to be applied to the quick priming port was not returned for evaluation. The actual sample was disassembled for further inspection. Visual inspection of the defoaming component placed inside the cr filter found red thrombus having formed on its inner surface, plugging the mesh of the defoaming material. The defoaming material, after the red thrombus having been removed, was rinsed and dried for magnifying inspection. No anomaly was found. Closer inspection of the inner surface of the cr filter found red thrombus having formed on it plugging the mesh of the cr filter. The cr filter, after the red thrombus having been removed, was rinsed and dried for magnifying inspection. No anomaly was found. The quick prime port was inspected under magnification and no anomaly was noted. Simulation testing was conducted on a current product sample. Bovine blood was kept flowing into the reservoir from the three suctioning ports at 3l/min. With the solution level kept at 1000ml. The inside of the reservoir was kept pressurized by sending air into it from one of the suction ports. The cap applied on the quick prime port came off when the pressure reached 0.72kgf/cm2. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the formation of red thrombus on the cr filter and defoaming component hindered blood from flowing through them/being filtered, leading the blood to be reserved in the reservoir. The cap applied on the quick prime port was pushed by the reserved blood and finally blew off the port. (B)(4).